Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room suffering from intermittent complete heart block. Device interrogation revealed loss of ventricular capture. The right ventricular (rv) lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.